Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73j1600307 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pin is not coming out easily; it is jamming. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). From the picture that was submitted it was observed in the package catalog number 528235 lot 73j1700307. No anomalies were observed. Issue reported by customer "jamming" was not confirmed. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73d1800354 the staplers were functionally inspected (fired) and issue reported "jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Failure mode "jamming" was unable to be confirmed with the picture. Customer complaint cannot be confirmed due the product sample is not available to other remarks: perform a proper investigation and determinate the root cause.

Event description:
It was reported that the pin is not coming out easily; it is jamming. There was no patient injury.